Event description:
During the procedure, after the patient was prepped, there was no communication with the amplifier and the procedure was cancelled.

Manufacturer narrative:
The reported communication issue was reproduced during the hardware evaluation. The cause of the amplifier connection issue was isolated to abnormal functionality of the amplifier¿s media converter. The reported amplifier connection issue was resolved after temporarily replacing the media converter with a known good unit. Following replacement of the media converter, functional testing confirmed that live egm signals were received on the workmate claris system.